Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only, and finds no evidence to suggest that the device was not manufactured to specifications. Based on the available information it is believed, that the advancement difficulties observed in relation to passing the vessel prosthesis were not related to device performance, but rather to patient condition. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair with left approach. The patient had had undergone vascular prosthesis implantation for aaa before. Inner lumen of the vessel prosthesis was approximately 8mm. There was no calcification confirmed in the left fa. The patient was suitable for endovascular repair and the procedure was conducted as labeled. The delivery system of the device was advanced from the left fa over lunderquist wire guide to place the stent graft for descending aorta aneurysm. However, the delivery system would not progress through the vessel prosthesis. Then, pull-through technique was used with the lunderquist by advancing the wire guide to the left sa, but the delivery system would not advance through the vessel prosthesis again. Though the physician considered to conduct the procedure with the vessel prosthesis exposed, the procedure was abandoned since fluoroscopy time had taken already long. Further treatment whether conducting tevar or surgery will be decided after discussion between the patient and the physician. Patient outcome: there has been no patient outcome reported.